Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of the display needing repair and its overlay was therefore replaced and calibrated. Analysis further noted that the stylus had insulation damage and that the link electronic module printed circuit board was out of specification and it was replaced and calibrated and the stylus was replaced as well. (B)(4).

Event description:
It was reported that the programmer display was in need of repair. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.